Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: "micro": preventive replacement of o-rings performed according to service manual. Defective drill mounting mechanism replaced. Resistance value out of specs: hand control set replaced. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test according to test procedure completed. Unit cleaned. Safety test checklist enclosed. As per the input check report the black button changes the direction, burr hard to install and the values of keypad out of range. The drifting resistance values of the keypad and defective drill mechanism is the root cause for the reported failure. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w hand control device was not working. During in-house engineering evaluation, it was determined that the drill mounting mechanism on the device was defective. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.